Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (response buttons non-functional) was confirmed.  Upon investigation the rear response button was dimly lit and intermittently functional.  The cause for the failure was a defective rear response button.  Additionally, there was contamination found in the belt receptacle. The root cause for the defective response button could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that monitor had non-functional response buttons.